Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Device explanted and replaced.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. Device explanted and replaced.

Manufacturer narrative:
The reported event was explant for the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacer was received from the field with battery voltage above elective replacement level. Visual inspection of the header found no anomaly related to the field concern. Electrical and mechanical analysis performed indicated normal functionality. Further evaluation of the output parameters under nominal conditions was normal. Longevity assessment was performed, and the device was in normal rage of operation with appropriate remaining longevity.